Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were found at 13.7-17.5cm from the tip electrode. External insulation abrasion was found at 7.0-8.5cm from the tip electrode, consistent with friction to the another device. The etfe coating was intact at all these locations.